Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-1262. It was reported the patient was no longer receiving effective stimulation. X-rays were taken and showed the leads had migrated out of the epidural space. The patient underwent revision surgery on (B)(6) 2013 where his leads were repositioned. The patient is now receiving effective stimulation.